Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the valve broke off from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath was replaced with an agilis sheath. No patient consequence was reported. The device was inspected and the hub (brim) cap was found broken. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hub cap cannot be determined, however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001065 number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and noted a hemostatic valve separation and the biosense webster product analysis lab found a broken brim cap. It was reported that the valve broke off from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath was replaced with an agilis sheath. No patient consequence was reported. The hemostatic valve separation was assessed as a reportable issue. The biosense webster product analysis lab received the sheath for evaluation and found on (B)(6) 2019 that the brim cap was broken. The brim cap issue was assessed as a reportable issue.